Manufacturer narrative:
Received device. Occupation: synthe sales rep. Investigation summary complaint summary: the device was received, it was reported that on an unknown date, during routine incoming inspection, a synframe insulated table clamp was broken. There was no patient involvement. Flow: device interaction/functional. Visual inspection: the synframe insulated table clamp (part # 387.346, lot # bag0722, mfg # 04/27/2017) was received at us cq with the table clamp completely intact. The blue knob was able to be moved up and down to adjust to the clamping on a table. However, the black knob was stuck and not able to be moved. This is not consistent with the reported complaint condition; therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was not performed as there is no relevant dimension for the knob being stuck. Document/specification review: the following drawing(s) was reviewed; halteklammer kpl: se_112741 rev e. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection, a synframe insulated table clamp was broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).